Manufacturer narrative:
The technician found the brake caster teeth are worn most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced all brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the brakes were setting but would still roll and swivel. The stretcher was located in the repair area at the facility. There was no patient/user injury reported. (B)(4).